Event description:
"Gets hot when run" was stated on the repair order. On follow-up with the hospital, they reported that the motor heated during surgery, but was not so hot that procedure could not be completed. No patient or doctor injury occurred as a result of this overheating.